Event description:
The initial reporter alleged an implausible non-reactive result for the hbsag g2 elecsys e2g 300 assay on the cobas e 801 analytical unit. The sample results provided by the customer were as follows: hbsag at 0.715 coi (non-reactive), anti-hbs at 606.00 iu/l (positive), hbeag at 88.100 coi (reactive), anti-hbe at 1.360 coi (non-reactive), and anti-hbc at 0.006 coi (reactive). Additionally, dna testing yielded a result of 4.63e4 iu/ml (positive).

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6). The investigation determined that the hbsag g2 elecsys e2g 300 assay performed within specifications. Calibration and quality control data were reviewed and found to be within expected ranges. Due to regulatory restrictions in china, patient sample material was not available for further investigation. Based on the provided data, the non-reactive hbsag result with an elevated coi is most likely a true result. As hbeag and a-hbc were reactive, which can be an indication of a chronic hepatitis b infection. Since the a-hbs value is positive, this may be an indication for a resolved infection. Differences between the hbsag assay and hbv dna results may be attributed to the sensitivity differences between the two tests. A definitive root cause for the reported event could not be determined. Medwatch field e1 initial reporter street line 1 - (B)(6). Medwatch field e1 initial reporter email address - (B)(6).